Event description:
It was reported the patient experienced ¿some issues with stimulation which had recently turned into the painful stimulation and shocking¿ the patient had at the time of report. It was stated the lead sat on the patient¿s radial nerve and this ¿caused it to burn and caused shooting pain down his arm which stopped at the wrist area¿ in his left arm. It was further stated the patient¿s condition would ¿get worse if he rested his arm on a surface for an extended period of time.¿ it was also reported the patient experienced ¿less than 50% therapy relief.¿ it was noted impedance testing and reprogramming had been performed at the time of report. It was also noted the patient had reflex sympathetic dystrophy syndrome (rsd) and had ¿severe damage to the nerves of his arm. Additional information noted the patient was scheduled to meet with his physician on (B)(6) 2014. Further information has been requested and will be filed in a supplemental report if received.

Event description:
Additional information reported the patient¿s stimulation was ¿fine¿ and ¿there was nothing found to be wrong with the stimulator.¿ it was stated the patient¿s physician believed the patient¿s neuropathic pain medication ¿dose was too low and even needed to be doubled, however, due to financial hardship; the patient didn¿t think he would be able to do so.¿

Manufacturer narrative:
Product ID: 3987a, lot# n348048, implanted: (B)(6) 2012, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3987a, lot# n302245, implanted: (B)(6) 2011, product type: lead.